Event description:
Necrosis injection site - lower lip. Physician prescribed lorcet (po) for pain. Event being reported in good faith, although it is unclear whether treatment for pain constitutes intervention to prevent impairment/damage.